Event description:
A surgeon reported that during implantation of an intraocular lens (iol), the pt developed a zonular tear. The lens was removed immediately and a different iol was placed in the sulcus. The association between this event and the iol is not known. Additional info has been requested.